Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 12/13/2017 with the following findings: on investigation, the pump failed to power on. Investigation duplicated the ¿no power¿ complaint. On inspection, there was moisture corrosion inside the battery compartment confirming the alleged moisture inside the battery compartment. The battery compartment was found to cracked with moisture ingress occurring at the site of the crack. Investigation confirmed the complaint; no power due to moisture damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue; no damage to the pump, moisture inside the battery compartment and no power. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.